Event description:
Customer reported that the needle hub was stuck inside the serter. Customer reported that the sensor was dislodged from the skin as the serter was removed. Customer also reported large differences between sensor glucose and blood glucose readings. Customer also reported noticing bent cannulas. Blood glucose level was 273 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.